Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient saw recharger not found message on handset several days ago, probably wednesday night, thursday morning of last week. Patient has not been able to successfully charge implant and has current battery level at 0%. Patient mentioned unsure if recharger was paired as "medtronic rep was kicked out of room by nurse and never spoke to them before leaving hospital". Patient reports had trouble using the recharging belt and sticks recharger in pants to hold in place. The following troubleshooting steps were performed: reset the recharger, palpate ins and saw recharger error "hold power button for 20-30 seconds" on handset. Dismissed the code and patient confirmed seeing charging, excellent connection, 10%, and therapy off. Reviewed keeping recharger in place for the next 30 minutes. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that they were charging the ins when all of a sudden they saw a 1707 message. Reviewed code meaning. Patient was not charging at the time of the call. Patient stopped charging when they saw the message. No further complications were reported/anticipated at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the patient charged twice a week for an hour and they did not want to adjust the level if possible. It was reviewed the patient charges with the belt and clothing, and still felt shocking while recharging. "Not other times." It was reviewed to turn the level down, turn stimulation off, or to try charging with a different program. The caller would call the patient to review the options. When asked, "was a layer of clothing used? Did the layer cover the entire recharger surface or was part of the recharger in contact with the skin," it was noted "yes. Layer of clothing used with belt." The belt was used. A specific location for the discomfort was not provided. The sensation was described as shocking. The implant site was healed. When asked what screen was up on the recharger application, the caller stated they were not with the patient. It was unknown if the sensation was present at the start of the recharge session, or if it took a bit to feel the sensation. It was unknown if the sensation was present for every charging session or just randomly. The caller reported the patient continued to charge through it. It was unknown if the patient was sweaty/hot, and when asked if troubleshooting improved the sensation, the caller noted again they were not with the patient. When asked later if they were able to meet or connect with the patient, the rep replied they returned the call to the patient and had to leave a message regarding the previously mentioned options (turning stimulation off and changing a program). The patient had not yet returned the call to see if this resolved the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the reported issues recharging was inexperience, the patient noted the very first time a rep helped them. They still needed to charge 2x per week because the battery gets low, but they were able to successfully charge. The noted the location of the implant to be the left posterior hip. They also noted an upcoming appointment on (B)(6) 2022. They reported the shocking sensation was only felt during recharge session and they were not using a layer of clothing/belt when recharging at first. When used, the layer of clothing/belt resolved the sensation while recharging. No surgical intervention had occurred or was planned, the device was still in use.